Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from two (2) pt samples that were generated by the access2 instrument. The initial accu tni results were: 2.14ng/ml and >100ng/ml for patients a and b respectively. The erroneous results were reported outside of the laboratory. The customer re-tested the samples for accu tni. The repeated accu tni results were: >100/>100ng/ml for pt a and >100/>100ng/ml for pt b (the initial reports were later withdrawn). Beckman coulter has not received any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Sample types used were plasma. Qc was not performed prior to the event. Qc performed following the event failed with similar values to patients. System check performed following the event failed. Prior to 2007 customer experienced issues with failing system checks. No samples were tested on the same day. A field service engineer (fse) was dispatched to the customer lab on the same day and six days later. On original date: the fse discovered a wash pump connector was allowing air entry. The fse cleaned spilled buffer and trimmed tubing. Instrument primed normally and was portion of the system check passed following repair. On six days later: the fse observed wash valves and pumps were not receiving was buffer and discovered a cracked fluid line from the tray manifold to wash valve manifold allowing air entry. The fse repaired tubing and primed. The fse verified that the instrument is operating within specifications. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.